Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 11-feb-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 25 mg/ml of bupivacaine and fentanyl at 7.106 mg/day and 8 mg/ml of morphine at 2.2452 mg/day via an implantable pump for spinal pain. It was reported the physician was planning a catheter access port (cap) dye study on (B)(6) 2019 due to therapy issues. Symptoms were unknown. It was unknown when the issue began and unknown if the change in therapy was sudden or gradual. It was reported that if the doctor was unable to aspirate the catheter and unable to complete the dye study they planned to refill the pump with preservative free normal saline (pfns). The rep had no further history at the time. No further complications were reported or anticipated. Additional information was received from the manufacturing representative. It was reported they were informed of the event by the physician. Additional information was received from a healthcare provider (hcp) via a manufacturer representative. It was reported that the patient had been having increasing pain. No environmental, external, or patient factors were reported to have caused this issue. On (B)(6) 2019, the physician could not clear the catheter to do a dye study so she emptied the pump of drug and put pfns into the reservoir and would send the patient for a computed tomography (CT) scan on (B)(6) 2019. The hcp had attempted to access the catheter access port (cap). The issue was not resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. The cause of the volume discrepancies was unknown. No interventions were taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 22-may-2019 from a consumer and healthcare professional (hcp) via a company representative who reported that the hcp refilled the pump today and the hcp pulled back 10 mls when she was expecting 7.5 mls. At previous refills, the hcp had drawn back about 4-5 mls. The patient had not heard any alarms and the pump logs showed no abnormalities. The hcp had done a cap (catheter access port) aspiration and was able to aspirate successfully. The hcp did a dye study and the catheter was patent. The hcp was planning to do a roller study and wanted to know how to perform the procedure. Per the patient, the volume discrepancies started last summer, and she had noticed an increase in pain since the volume discrepancies began. The indication for pump use was spinal pain. No further complications have been reported as a result of this event.